Event description:
Patient reported that the device generated a cartridge/adapter alert. When she removed the insulin cartridge, she found that insulin had leaked into device's cartridge chamber. Patient cleaned out the insulin and continued using the device. She indicated that her blood glucose has been elevated (150-160mg/dl) since giving birth. No treatment was received.